Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. This lead was surgically abandoned. No additional adverse patient effects were reported.